Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. The battery compartment was cracked above the grip pad. Unrelated to the issue, the audio bolus button cover was torn exposing the slug contact. The audio bolus button was not responsive to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2017.